Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was not responding to sounds in mid-(B)(6) 2022 and the in-situ measurements show abnormal results. The user has been reimplanted on (B)(6) 2022, with a new device.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during investigation are most likely related due to explantation surgery. This is a final report.

Event description:
The recipient was suddenly not responding to sounds in mid-may 2022 and the in-situ measurements showed abnormal results. The recipient has been reimplanted on (B)(6) 2022.